Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot communicate with monitor) was confirmed. Upon investigation the electrode belt trunk cable was cut, severing the wires inside the cable. The cause for the failure was isolated to an open brown (-5v) wire, an open red (can h) wire, an open green (+3.3v), an open orange (+5v) and an open black (main batt) wire in the trunk cable. The root cause of the severed wires is physical abuse. No adverse event resulted from the severed wires.

Event description:
A us distributor returned an electrode belt sn (B)(4) indicating that the electrode belt could not communicate with a monitor.